Event description:
It was reported the clamp arm fell off of the device during a laparoscopic gastric bypass. The part was found on the pt drape. The doctor used another device to proceed with the case. There was no pt consequence. The device will be returned.